Event description:
It was stated that the insulin pump alarmed repeatedly after delivering a bolus. It was also stated that the customer frequently goes swimming with the insulin pump on. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.